Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot#: n211512, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: adapter. Other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4), ubd: 22-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's pre-op impedance test was out of range at bipolar combination 2<(>&<)>3 on the right side. The session report showed that 2<(>&<)>3 had low impedances of 79 ohms. The impedance test was run again but had the same results. The patient did not report any symptoms or noticeable changes in therapy. The patient's wife noted that he had fallen a few times in the last months. After the generator was replaced, the impedances were still low at combination 2 <(>&<)>3 on the right side. The rep recommended replacing the pocket adaptor. The pocket adaptor was changed and all impedances were noted as normal on both sides at all combinations. The issue was solved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 64002, lot# n211512, implanted: (B)(6) 2010, explanted: (B)(6) 2020. Product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stating that the patient falls often due to progressing parkinson's disease. It was indicated that the reason for the intervention was due to normal battery depletion. The rep also mentioned that the cause of the low impedances was determined because once the pocket adaptor was replaced, impedances were normal